Event description:
It was reported that during a mildly tortuous, mildly calcified, 75% stenosed, mid right coronary artery procedure, during preparation of the 3.5 x 38 mm xience xpedition the stent dislodged from the balloon when the protective sheath was removed. There was no resistance during removal of the dispenser coil, or the protective sheath. The protective sheath and the mandrel were removed together. There was no patient involvement. There was no clinically significant delay reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported for dislodged/dislocated stent from this lot. Based on the reviewed information, no product deficiency was identified.